Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from results obtained of 52 and 102. The customer's expected fasting blood glucose test result range is 90 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 102mg/dl (B)(6) 2016 04:08 pm fasting: yes, 52mg/dl (B)(6) 2016 04:06 pm fasting: yes, 96mg/dl (B)(6) 2016 11:08 am fasting: yes, 134mg/dl (B)(6) 2016 11:07 pm fasting: yes, 143mg/dl (B)(6) 2016 11:06 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer is a gestational diabetes and she test 4 times a day. Customer normal glucose range is 90-95mg/dl fasting. Customer is not concern with results of 52mg/dl, customer was not having any symptoms of low blood sugar. Customer concern with a difference between back to back results.

Manufacturer narrative:
Internal report # (B)(4). Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from results obtained of 52 and 102. The customer's expected fasting blood glucose test result range is 90 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 01/08/2017. The meter memory was reviewed for previous test result history (date / time not set): the 102mg/dl (B)(6) 2016 04:08 pm fasting: yes, the 52mg/dl (B)(6) 2016 04:06 pm fasting: yes, the 96mg/dl (B)(6) 2016 11:08 am fasting: yes, the 134mg/dl (B)(6) 2016 11:07 pm fasting: yes, the 143mg/dl (B)(6) 2016 11:06 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer is a gestational diabetes and she test 4 times a day. Customer normal glucose range is 90-95mg/dl fasting. Customer is not concern with results of 52mg/dl, customer was not having any symptoms of low blood sugar. Customer concern with a difference between back to back results.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from results obtained of 52 and 102. The customer's expected fasting blood glucose test result range is 90 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 102mg/dl (B)(6) 2016 04:08 pm fasting: yes; 52mg/dl (B)(6) 2016 04:06 pm fasting: yes; 96mg/dl (B)(6) 2016 11:08 am fasting: yes; 134mg/dl (B)(6) 2016 11:07 pm fasting: yes; 143mg/dl (B)(6) 2016 11:06 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer is a gestational diabetes and she test 4 times a day. Customer normal glucose range is 90-95mg/dl fasting. Customer is not concern with results of 52mg/dl, customer was not having any symptoms of low blood sugar. Customer concern with a difference between back to back results.